Manufacturer narrative:
Manufacturers ref# (B)(4). By mistake this event was assessed not reportable however re-assessment have concluded that the event is still considered reportable. H6: a2303 - planning/sizing in relation to patient anatomy. Summary of investigational findings: in a patient with thin-lumen vessels and planned thoracic endovascular aortic repair (tevar) with a zta-p-38-217, the introducer system could not be advanced any further in the calcified external/communal iliac artery. The sheath was pushed up/crimped, which further increased the diameter and then the introducer system was fixated in the external iliac artery. There was additional bending and fixation of the introducer system/sheath on the lunderquist wire. As a result, after removal of the introducer system, the patient experienced bleeding of the external iliac artery. The physician had to do sealing with vbx and viabahn balloon and open supply of the right common femoral artery. Access vessel artery anatomy was stated to be 6-7 mm with calcifications and predilation was done, using the cook dilatator system from 16 fr. Up to 20 fr. A zta-p-38-217 device, without shipping stylet was returned and evaluated. The device evaluation found few superficial scratches on the dilator tip and several deep and superficial scratches on the sheath going from the tip of the sheath to 2/3 length of the sheath. Additionally, the device evaluation found the tip of the sheath was severely damaged and that barbs were protruding through the sheath. These damages likely occurred during the attempt to introduce the device through calcified narrowed access vessel and due to the sheath being slightly advanced in the direction of the dilator tip during use of the device . Furthermore, several minor compressions, not leading to folds, and significant compressions leading to folds were observed on the sheath, which may occur because of resistance during advancement of the device. It seems likely that high resistance during advancement has led to exertion of greater than normal force in attempt to succeed with the advance which explains the observed damages. The inability to advance the device is assessed to most likely be caused by inadequate access vessel diameter i.e. Planning/sizing out side the IFU (instructions for use). The diameter of the access vessel was reported to be 6-7mm with calcifications, and the od (outer diameter) of the sheath is specified to 7.1mm (measured to 6.84mm). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 01jul2024: in a patient with thin-lumen vessels and planned thoracic endovascular aortic repair (tevar), the stent graft could not be advanced any further in the calcified external/communal iliac artery; in particular, the outer stent graft introducer cover was pushed up/crimped, which further increased the diameter and then the stent graft (sg) was fixed in the external iliac artery; additional bending and fixation of the sg on the lunderquist wire; as a result, after removal of the sg, bleeding of the external iliac artery, sealing with vbx and viabahn and open supply of the afc on the right.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. H6: a2303: planning/sizing in relation to patient anatomy. Summary of investigational findings: in a patient with thin-lumen vessels and planned thoracic endovascular aortic repair (tevar) with a zta-p-38-217, the introducer system could not be advanced any further in the calcified external/communal iliac artery. The sheath was pushed up/crimped, which further increased the diameter and then the introducer system was fixated in the external iliac artery. There was additional bending and fixation of the introducer system/sheath on the lunderquist wire. As a result, after removal of the introducer system, the patient experienced bleeding of the external iliac artery. The physician had to do sealing with vbx and viabahn balloon and open supply of the right common femoral artery. Access vessel artery anatomy was stated to be 6-7 mm with calcifications and predilation was done, using the cook dilatator system from 16 fr. Up to 20 fr. A zta-p-38-217 device, without shipping stylet was returned and evaluated. The device evaluation found few superficial scratches on the dilator tip and several deep and superficial scratches on the sheath going from the tip of the sheath to 2/3 length of the sheath. Additionally, the device evaluation found the tip of the sheath was severely damaged and that barbs were protruding through the sheath. These damages likely occurred during the attempt to introduce the device through calcified narrowed access vessel and due to the sheath being slightly advanced in the direction of the dilator tip during use of the device. Furthermore, several minor compressions, not leading to folds, and significant compressions leading to folds were observed on the sheath, which may occur because of resistance during advancement of the device. It seems likely that high resistance during advancement has led to exertion of greater than normal force in attempt to succeed with the advance which explains the observed damages. The inability to advance the device is assessed to most likely be caused by inadequate access vessel diameter i.e. Planning/sizing outside the IFU (instructions for use). The diameter of the access vessel was reported to be 6-7 mm with calcifications, and the od (outer diameter) of the sheath is specified to 7.1 mm (measured to 6.84 mm). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16jul2024: 1. In the new information they refer to the stent graft (sg) several times related to advancement; can you confirm it should have referred to introducer system/sheath? Confirmation it is not the stent graft itself, but the introducer system/sheath. 2. It is noted ¿the outer stent graft introducer cover was pushed up/crimped, which further increased the diameter¿ does this refer to damage of the sheath? If yes. Can photo of this be provided? Yes, it refers to damage of the sheath being crimped; unfortunately we have no photo, but the stent graft device itself would show these features. 3. Was the device introduced through right of left femoral artery? Introduced through the right femoral artery. 4. Was the access vessel/external iliac anatomy inside the instruction for use? Access vessel artery anatomy was 6-7 mm with calcifications. 5. Was access vessel dilation performed prior to procedure? Access vessels was predilatated using the cook dilatator system from 16 fr. Up to 20 fr. 6. Is it correct understood that injury of the external iliac artery was observed after the zta was removed and it was treated with vbx and viabahn and open supply of afc (afc is the german abbrevation of common femoral artery)? Correctly understood.

Manufacturer narrative:
Manufacturer ref (B)(4) g4) similar to device under PMA/510(k) p140016 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: could not be introduced.